Manufacturer narrative:
Results: the returned 3maxc was undamaged. The non-penumbra guidewire was bent on its distal tip. Conclusions: evaluation of the returned 3maxc revealed an undamaged device. The 3maxc inner diameter (ID) was tested with a mandrel and was found to be within specification. During functional testing, a demonstration guidewire was able to advance through the 3maxc without an issue. Evaluation of the non-penumbra guidewire revealed a bend on the distal tip. During functional testing, resistance was experienced while attempting to advance the non-penumbra guidewire through the returned 3maxc and the guidewire could not advance any further. This damage likely contributed to the reported difficulty advancing. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2019-01572. 1. Section h. Box 4. Device manufacture date h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician introduced a penumbra system ace 68 reperfusion catheter (ace68) in the target location. During advancement of a non-penumbra device in the 3maxc, the physician encountered resistance. Therefore, the 3maxc was removed. The physician completed the procedure using the ace68 and other non-penumbra devices. There was no adverse effect to the patient.